Event description:
It was reported that the patient is still having difficulty with the pump of his inflatable penile prosthesis (ipp) device. He will be seen by the physician after his back surgery. No interventions or surgeries have been scheduled or performed.